Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 227-350 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg; however customer was treated with intravenous fluids of insulin and saline in ER. No additional patient or event information was available. System check with tandem technical support confirmed the pump was functioning as intended.